Event description:
A report was received that the patient had a pocket discomfort. The patient underwent a revision procedure wherein the ipg was replaced with a new one. Device malfunction was not suspected. The patient did well postoperatively.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.